Event description:
The surgeon performed a combined cataract extraction with trabeculotomy using mitomycin. A cc4204bf plate collamer lens was implanted. Patient was then maintained on acular. Four weeks post-op, patient suddenly develops iritis with keratic precipitates. Pred forte was added during post-op weeks 6-11. In 9/2001 (after 1 week of no medications), patient was restarted on acular qd following asymptomatic trace cell and keratic precipitates. Patient was dilated to look for residual cortex, none found. There is no evidence of cystoid macular edema. Lens remains implanted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown. The iol injector cartridge, model and lot # unknown.